Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A registered nurse (rn) reported that the patient ends therapy with a manual fill of 2000 ml. The patient does not drain all the way during drain 0. The patient had a drain volume of 3780 ml and experienced symptoms of overfill. This drain volume is 189% the patient's prescribed fill volume of 2000 ml. The patient was not entering the manual fill correctly during setup. The technical service representative discussed with the rn the manual exchange settings. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was continuing pd therapy with no further issues.